Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with an unspecified anti-inflammatory drug for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.